Manufacturer narrative:
(B)(4).

Event description:
During implant, the screw of the lead would not engage and could not be fixed into the myocardium. An x-ray confirmed the issue. The lead was replaced with no adverse consequences to the patient.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood-like substance and inner coil at connector region was overtorqued consistent with implant/explant damage as returned. The helix could not be extended from the connector pin due to overtorqued inner coil at connector region. The lead was dissected and after cleaning the distal portion, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any additional anomalies. The results of the investigation concluded the inner coil was overtorqued at the connector region which is consistent with damage during implant/explant. Based on the information received, the cause of the reported helix rotation difficulty was confirmed.